Event description:
It was originally reported on (B)(6)-2014 that the patient saw a ¿call your doctor¿ icon and an elective replacement indicator (eri) message on the patient programmer on the day of the report. The reporter stated the patient had not even had the implantable neurostimulator (ins) for two years. The patient checked the ins a month ago and there was no eri message. Follow-up information received from the healthcare provider (hcp) reported that the patient had worsening parkinson¿s disease symptoms. The battery depletion was reported to be premature, but it had not yet reached end of service (eos) or been explanted. At the time of the report the battery read an eri of 2.60 volts. The device was set in continuous mode and the patient was in double bipolar settings bilaterally. The patient had follow-up scheduled with neurosurgery for (B)(6)-2014, so he had not recovered and the issue was ongoing.

Manufacturer narrative:
Concomitant: product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3387-40, lot# j0511409v, implanted: 2005-(B)(6), product type lead. Product ID 3387-40, lot# j0455385v, implanted: 2005-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension. (B)(4).